Manufacturer narrative:
Intermittent button response due to moisture damage on button domes. No scrolling numbers display anomaly noted.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer saw the numbers scroll uncontrollably. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.